Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that when the patient walked through the security gate at a store, their implantable neurostimulator (ins) turned off. The troubleshooting performed, interventions, and outcome were unknown. Further follow up is being conducted and a supplemental report will be sent if additional information is received.